Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer¿s current blood glucose was unknown. Customer stated that they received the open book image on the insulin pump screen. Customer mentioned that customer received battery alarm before critical pump error. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 53 alarm found in the device history file and critical pump error (open book image) alarm during testing due to software error. Unable to verify low battery alarm due to critical pump error (open book image) alarm.